Event description:
It was reported that the patient was having difficulty urinating.

Event description:
The patient reported issues with pump; symptoms of withdrawal, dehydration, vomiting, diarrhea and chills/cramps. The pump delivered morphine. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).